Event description:
It was reported that the patient is not to have an magnetic resonance imaging (MRI) "ever," as "some wire got crossed." The leads remain in use. No patient complications have been reported as a result of this event.